Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "the serum tube cap was removed after the tube is filled with a blood sample."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "the serum tube cap was removed after the tube is filled with a blood sample."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure of stopper pop off was observed as the photos show evidence of blood spillage from a tube that is missing the hemogard-stopper assembly, as well as a tube in the styrofoam that shows a filled tube with the cap unseated on the tube. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper pop off (stopper creepout) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off based on the photo evidence provided. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions.